Manufacturer narrative:
The reported events of the stylet being stuck inside the lead and lead damage were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. The cause of stylet being unable to be removed was isolated to bunching of the stripped stylet, ptfe coating and inner coil. The cause of the lead damage was isolated to excessive forces during the procedure.

Event description:
During implant, the left ventricular (lv) lead was inserted successfully into the coronary sinus. When attempting to withdraw the stylet from the lead, the stylet was stuck inside the lead. The lead was then damaged while attempting to withdraw, and replaced. The second lead was implanted and the stylet was again stuck inside this lead. The second lead remained implanted with the stylet inside and the procedure ended. The patient was stable with no consequences. Related manufacturer report number: 2017865-2018-07227.